Event description:
Part of the green coating came off the guidewire during insertion. The pt had an exploratory operation of the femoral artery to remove a piece of the coating. There were no pt complications.